Event description:
I replaced the diabetic blood glucose monitor dexcom g6 sensor as per instructions and started the sensor and verified that the sensor warmup had started. After waiting the 2 hour warmup time I checked the dexcom g6 receiver and it stated that the g6 sensor need to be started. I called dexcom tech support to report the problem and was told I could wait for the 2 hour warmup and see if the sensor starts correctly. Dexcom said the would send me a new g6 sensor. I had the same problem with the g6 sensor not starting on (B)(6) 2021, which I also reported to dexcom. Both g6 sensors were from lot 5280896. I also reported to dexcom that starting with my g6 sensor replacement on (B)(6) 2021 I have been getting bad rashes where the sensor adhesive attaches to my abdomen. FDA safety report ID# (B)(4).